Event description:
It was reported that pt underwent total hip replacement in 2008, in which she rec'd a durom cup acetabular component. Post-op pt has experienced pain.

Manufacturer narrative:
Info was forwarded from the owner establishment zimmer inc, which markets the devices in the u.s.